Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that it was due to the wrong name version of patient which was preventing access to the accurate patient data. A technical support specialist coordinated with the cerner team to send a register message to correct the profile on the pyxis server and escalated the reconciliation issue to the appropriate team for further resolution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer is failed. The customer reported that unable to remove medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer is failed. The customer reported that unable to remove medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.